Event description:
It was reported that during surgery, the hex head of the screws did not break properly and the screws continued to spin in the bone. There was a delay of 40 minutes as the screws were removed and the surgery was completed with other product. There were no consequences or impact to the patient. It was reported that no further information is available.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). D10: medical product - zimmer biomet 2.0x7mm lactosorb screw catalog #: 915-2301 lot #: 66053354; zimmer biomet 2.0x7mm lactosorb screw catalog #: 915-2301 lot #: 66169236 zimmer biomet 2.0x7mm lactosorb screw catalog #: 915-2301-ea lot #: 66253376; zimmer biomet 2.0x7mm lactosorb screw catalog #: 915-2301-ea lot #: 66321061; zimmer biomet 1.5mm adjustable self-drilling tap #: 915-1595 lot #: 557203; zimmer biomet lactosorb system l-plate left regular catalog #: 915-2102 lot #: 511700; zimmer biomet lactosorb system l-plate right regular catalog #: 915-2101 lot #: 139240; zimmer biomet battery powered powerdriver catalog #: 50-1000 lot #: unknown. G2: foreign - japan. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.